Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases has identified two other reports against this lot. Lot 1848388 was recalled in november 2006 for an oversize condition that could lead in the poly disassociation or breakage. The root cause is manufacturing. Based on the performed investigation, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patella dissociated from the metal backing and was revised.